Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a tympanomastoidectomy, the surgeon was stimulating what they could visually see as nerve, however, the nim was giving the negative response "tweedle" tone. The rep had them turn of 'event capture' to see if there was any activity under the threshold of 100 microvolts. However, there was nothing above the baseline of 10-12 microvolts. Surgeon mentioned no muscle relaxants used that would inhibit an emg response. The surgeon stimmed in the same location after switching to the nim 3 about 5 minutes later and got the expected "positive" responses. There was no patient injury.